Manufacturer narrative:
Review of data files from rp500 sn (B)(4) indicates na interference due to benzalkonium on (B)(6) 2016, and a very large perturbances on (B)(6) 2016 during the suspect sample time. Per the rp500 operators manual, benzalkonium is a known interferent to the na sensor. The analyzer is performing as intended.

Event description:
Anesthetist involved in patient surgical cases noted abnormal na+ results from rp500 analyser (serial number (B)(4)). Result from analyser did not match the patient's condition. There was no report of injury due to this event.